Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer complained about having insulin leak out of the reservoir. She stated that there was insulin in the reservoir compartment and has recently experience high blood glucose levels. Customer stated she reached a blood glucose of 511mg/dl, treated with manual insulin injection and current blood glucose is 211mg/dl. During troubleshoot, it was identified that the reservoir lot number was an affected lot. Reservoirs had to be replaced. Nothing further reported.